Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) ¿ the dentist reported that 3 months and 4 days after the dental implant was installed in intraoral region 9#, its non- osseointegration was observed. Moreover, 50n.cm of primary stability was achieved, the patient presented bone type iii, bone graft was placed, immediate implant was done and immediate load procedure was performed.